Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a thin flap in a patient's right eye after lasik. The patient was seen one day post-operatively and a mucous filament was noted. A jeweler's forceps was used to remove 60% of it. Artificial tears dosage was increased. At three day post-operative visit, the rest of the mucous filament was removed. The patient complained of a foreign body sensation and rainbow glare. The patient continues to be monitored.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. Technical service verified the system and showed that the inclined offset was set from 54 to 42 during service onsite visit which means that the flaps are about 10m thinner. The inclined offset was reset to 50. The root cause for the reported event could be a slightly thinner setting of the cutting depth. The root cause for thin flap could not be identified conclusively. However, a setting of the cutting depth (offset value) within the lower range of specification is the most likely root cause. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much sterile irrigating solution before flap cutting. The root cause for rainbow glare and filaments could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in the procedure manual. Rainbow glare is known to appear in thin cuts more often when compared to thick flaps. The manufacturer internal reference number is: (B)(4).